Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the half height drawer with failed icon. A field service engineer reseated all connections on drawer and controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer had constant failures, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.